Manufacturer narrative:
Correction information g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary the processor was replaced by pcb for process and ssd.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable.

Event description:
Problem detected at sytco service centre, kolkata. Product belongs to sskm hospital. Product details: epk-3000/(B)(4) installation date: 20/11/2019 after the replacement of process board, no image coming. Error code: 02-0008 is showing this event occurred at the time of before use. There was no report of patient harm.